Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 4 of 4. Reference MFR report: 3008829311-2017-00691, reference MFR report: 3008829311-2017-00692, reference MFR report: 3008829311-2017-00693. It was reported that following a lead replacement procedure (reference MFR report: 3008829311-2017-00675 and MFR report: 3008829311-2017-00676) the patient experienced numbness that begins above the left hip down to the left mid thigh. Patient indicated numbness has improved, but has not dissipated. Numbness is present with stimulation on and off. Patient is to follow-up with his physician as the next course of action.

Event description:
Device 4 of 4; reference MFR report: 3008829311-2017-00691, reference MFR report: 3008829311-2017-00692, reference MFR report: 3008829311-2017-00693. Additional information indicated the patient is continuing to experience numbness and the physician prescribed a steroid. Patient stated the numbness has sent subsided except for a small spot. Patient is to continue follow-up with physician as needed.